Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was unknown. The patient was hospitalized for an unrelated event prior to death and the patient passed away in the hospital. It was not reported if an autopsy was performed. The patient was not performing pd therapy at the time of death. Additional information was requested but was not available at this time.